Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing cannula occurred. The sensor was inserted on (B)(6) 2024. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required. B3 date of event - correction. G6 type of report - additional information. H2 type of follow up - correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.